Event description:
The customer reported that intermittently the system would not capture fluoroscopic x-rays and required several power on and power off events to recover. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cart cable connector and the image chain board connector contacts were enhanced. The system was tested and found to be working as intended and put back into service.